Event description:
It was reported by the physician that three different gore dualmesh plus biomaterial mesh were implanted and removed over a period of two years due to infection. No devices were returned for evaluation.

Manufacturer narrative:
No device or device information was supplied for evaluation. No examination could be performed.